Manufacturer narrative:
Analysis found that the handpiece was too dirty and the bearing of the collet was corroded. The handpiece overheated at 1 minute motor 80.7°f and collet 121.3°f. The handpiece was cleaned and replaced bearing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was overheating. There was no patient involvement.